Event description:
It was reported that the customer experienced a low blood glucose level of 58 mg/dl. The customer corrected her blood glucose level with jelly beans and juice. She recently found out that she had a blood clot and was on new medications. The customer also had some chest pain. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).